Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, while trying to place the polymer clip at the renal artery, it was noticed that there were loose wires at the wrist of the large hem-o-lok clip applier instrument. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. During procedure, the instrument did not collide with any other instrument or tool. The surgeon was using the large hem-o-lok clips with the clip applier instrument. It is not known if the surgeon confirm closure of the clip after ligation. It is also unknown if the vessel was greater than 13 mm in diameter. There are no photographic images or video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image is consistent with the complaint of a loose wires at the wrist of the instrument. The root cause of the failure mode cannot be confirmed without the returned device. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12/lot# n10211108 0076) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip cable at the proximal end when the housing was removed. As a result, a loose grip cable was observed at the distal end. The clip test was unable to be performed on the large hem-o-lok clip applier. Additionally, the large hem-o-lok clip applier instrument was found to have multiple input disks broken. Hairline cracks were found on the grip input shafts. Input disks 6 and 7 were found broken inside of the housing resulting in a dislodged grip cable at the proximal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.